Manufacturer narrative:
(B)(4). This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure when attempting to implant this left ventricular (lv) lead (4674) it was not possible to advance the lead past stenosis. Thus a new lv lead (4671) was attempting to be implant but the lead was not stable and kept dislodging. An alternate vein was used, but it was not possible to advance the lead. A fluoroscopic image was taken and a coronary sinus dissection was seen. The patient complained of chest pain. The other implanted leads were capped for future use to allow for the dissection to heal. Before leaving the procedure an investigation of the patient's chest pain was performed and a pericardial effusion was seen. The patient was monitored and will be seen in the future to re attempt to implant the lv lead. No additional adverse patients were reported. Additional information noted that this lead was returned.